Manufacturer narrative:
Analysis found failure a/I pcb. The functional test result are out of spec. There is a pcb failure, therefore the customer's complaint can be confirmed. The top decal is worn. The pcb has been replaced. The device has been tested successfully according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device does not recognize the amplifier, it cannot monitor. There was no patient impact.